Event description:
It was reported that the ilet entered bg run mode due to an expiration condition, after which the user disconnected from the ilet, treated with multiple daily injections, then reconnected and paired a new continuous glucose monitor (cgm), with a reported blood glucose of 343 mg/dl and subsequent regulation into range; the issue was associated with user handling, with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for medication as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.